Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet device displayed alert 57 indicating a software runtime error and alert 61 indicating an external flash write error, after which the device stopped working; the family elected to activate and use a different ilet while arranging to return two units, including one that was never activated. Symptoms included no reported adverse clinical effects. Outcomes included no changes to clinical status, no medical intervention, and continued therapy on an alternate device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The investigation revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms, along with a persistent software runtime error that was not resolved by power cycling. Based on these findings, it was concluded that the device experienced a malfunction involving both hardware failure and a software-related error, and the device was subsequently replaced.